Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.unit was received with a blank display, problem isolated to pcba2. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify unexpected error message due to blank display.

Event description:
Information received by medtronic indicated that the micro has turned off and has never turned on again. The customer change the batteries, try forced shutdown, but it still did not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.